Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the leadless implantable pulse generator (ipg), the capture thresholds were unstable and had increased to high values. Lower output levels resulted with intermittent capture. There was concern that a tine may have dislodged or micro-dislodged. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.